Manufacturer narrative:
H6: investigation summary: it was reported that an administration set was crimped below the drip chamber b2-70071-d-105" admin set 20dp, w/y site clamps-na (kink), no sample was provided by the customer. Only photos were provided by customer. A device history review was conducted for lot number 20025258 no qns were reported for lot 20025258. No functional evaluation was required since the defect is visually detected. No dimensional evaluation was required since the defect is visually detected. A visual inspection was performed at tijuana to the photos provided by the customer. The kink failure mode was confirmed. H3 other text : see h.10.

Event description:
It was reported that the 105" admin set 20dp, w/y site clamps tubing was found "crimped" below the drip chamber. The following information was provided by the initial reporter: "an administration set model b2-70071-d lot 20025258 set was crimped below the drip chamber. Operator pharmacy technician. Medication normal saline. No patient involved. Patient was not harmed. (B)(6) 2020." "Performed a visual inspection, and it was confirmed that the tubing was crimped below the drip chamber."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 105" admin set 20dp, w/y site clamps tubing was found "crimped" below the drip chamber. The following information was provided by the initial reporter: "an administration set model: b2-70071-d; lot: 20025258 set was crimped below the drip chamber. Operator pharmacy technician. Medication normal saline. No patient involved. Patient was not harmed on 6-19-2020." "Performed a visual inspection, and it was confirmed that the tubing was crimped below the drip chamber."